Event description:
Consumer reported complaint for low and erratic blood glucose test results. School nurse is calling on behalf of the customer who is (B)(6) years old. The customer is concerned with test results from back to back blood tests of 23 and 144mg/dl. The customer¿s expected fasting blood glucose test result range is 140-157mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the school nurse's office. The test strip lot manufacturer¿s expiration date is 01/23/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 24-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-040: user's test strip had poor fill.